Event description:
It was reported that a patient underwent a lumbar posterior spinal fusion with hardware implantation. Laminectomy or hemi laminectomy was performed depending on the diagnosis. Rods were positioned followed by distraction on the affected levels. At an unknown time post-operatively, it was noted that one of the s1 screws was broken at the head-screw interface. A revision was done to replace the broken screw. Fusion had not occurred one year post-op. However, at the two year post-op appointment, fusion was noted on the x-ray.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.